Event description:
It was reported that a patient underwent a gynecological procedure in 2009. During the procedure, the blade on the disposable handpiece stopped spinning. The surgeon attempted to re-grasp the tissue and continue, but the blade would not spin. The blade direction was changed with no success. A second device was used to successfully complete the case with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 04/24/2009. Blade seized/stopped. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.